Event description:
The customer reported that the ventilator alarmed and shut down when it was being set up. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Upon evaluation, the manufacturers service technician reported the ventilator would not power on. The service technician replaced the power management pcb board and battery to address the finding. Applicable final testing was completed and tests passed per operating specifications.